Event description:
On (B)(6) 2010, pt reported she has just been released from the hosp after being admitted for an elevated blood glucose. Pt stated she received a blood glucose reading of 1000mg/dl while in the hosp. Pt reported she went to the hosp after receiving elevated readings at home yesterday, and giving repeated correction boluses without bringing her blood glucose down to normal. Pt stated she took herself to the ER due to elevated blood glucose readings. Pt reported she disconnected from the infusion device and was treated at the hosp with an IV to bring her blood glucose back to normal. Pt's normal blood glucose range is 160-180 mg/dl. Pt stated she was released today with her blood glucose still running elevated but more under control, around 300 mg/dl, and a scheduled appt with the endocrinologist. Pt reported her blood glucose has been elevated for 3 days prior to going to the hosp on (B)(6) 2010. Pt stated no errors, alerts, or leaks have occurred. Pt reported she uses the insulin cartridges 2 times. Advised on correct usage of cartridges. Pt stated insulin is not warmed to room temperature prior to install. Advised pt to always allow insulin to warm to room temp prior to install. Pt has already disassembled infusion device system; unable to attempt a bolus at this time. Pt stated physician instructed her to go on backup infusion device. Assisted pt with setting up backup infusion device for use. On f/u call on (B)(6) 2010, pt reported her blood glucose levels returned to normal after 1.5 days on the backup infusion device. Pt stated along with physician's instruction, she adjusted the basal rates on the primary infusion device and returned to use of the primary infusion device yesterday. Pt reported blood glucose levels are normal since returning to use primary infusion device. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.